Event description:
It was reported that during the implant attempt, the physician was unable to extend the helix on the right ventricular (rv) lead despite multiple attempts. The rv lead was repositioned and the helix would still not extend after additional attempts. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal end/electrodes of the lead were bent. Visual summary analysis of the lead indicated damage at implant. (B)(4).